Event description:
Patient was revised to address pain. Update: (B)(6) 2014 - medical records were obtained. Medical records indicate patient was revised due to brownish, cloudy debris-filled fluid, necrotic capsule with grayish staining of the inner aspect, no bony ingrowth on the acetabular cup, and osteolysis. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2015 - litigation papers received. Litigation alleges pain, metallosis, metal debris, severe metal poisoning, and elevated metal ion levels. Doi is being updated. The stem is being added because of elevated metal ion levels. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.